Event description:
It was reported that there was aneurysm enlargement due to an endoleak and a development of a new aneurysm proximal to the talent stent graft. The proximal portion of the thoracic aorta was converted with an artificial graft followed by implant of two valiant stent grafts which were implanted to cover the two previously implanted talent. No additional clinical sequelae were reported and the patient is stable.

Event description:
Films from 2 years post-implant were received and reviewed as follows: significant calcification was observed within the aortic arch. The stent graft was positioned in the descending thoracic; just distal to the arch. Contrast was seen near the mid-length of the stent grafts (overlapping section). This may be a type iii endoleak; could not determine if a junction or fabric type iii endoleak. There is also a possible type ii endoleak. No proximal or distal type I could be seen confirmed the proximal stent graft od was 37x38mm, and the distal od was 30x33mm. The cause of the type iii endoleak could not be determined.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: known inherent risk of a procedure (endoleak). Device failure/lack of effectiveness related to patient condition (disease progression).

Manufacturer narrative:
Method: (film). Results: patient¿s condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).